Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. The functional evaluation was performed and showed the device was unable to generate pressure, establishing a relationship between the event reported and the device. There was no faults found with the alarm system. The probable cause for is due to the failed motor, the system did not detect the blockage. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the nurse says that the machine does not apply negative pressure as programmed, with accumulation of exudate at the level of the port and in the foam. The patient reports that the machine works continuously trying to compensate for the pressure, more than usual. No blocking or leakage alarms appear, there was a delay greater than 30 minutes and no harm or injury reported.